Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found no issues with its profile. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked along its length. Also, the hypotube was found broken at 284 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-oct-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right side. The 90% stenosed, 30mm in length, concentric target lesion was located in the severely tortuous, mildly calcified and 2.75mm in diameter left anterior descending artery. A 6f jl 3.5 guide catheter and a non bsc guide wire was used. The lesion was adequately predilated using a non bsc balloon catheter with 80% residual stenosis. Then a 2.75x32mm promus element stent was advanced but was unable to cross the lesion. The lesion was again predilated and the 2.75x32mm promus element stent was again advanced but the device was still unable to cross the lesion. A 16 x 2.75mm promus premier stent was advanced but the device also failed to cross the lesion. The device was removed from the patient and the procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.